Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted in the aortic annulus. In 2018, the patient had become symptomatic and a high gradient was noted. On (B)(6) 2018, due to a degenerated valve, the patient underwent explant and a 19 mm trifecta valve was implanted as a replacement. Implant, explant and echo reports were requested but are not available as of this report. The status of the patient is unknown.

Manufacturer narrative:
An event of a valve explant following a patient presenting with a high gradient was reported. The reported calcification was confirmed. Prior to its arrival at abbott leaflets 1 and 3 had been resected to remove the free-edge portion of each. Calcifications were present within the tissue of leaflets 2 and 3, which also contained tears associated with the calcifications. All three leaflets were fibrotically thickened. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown without further information regarding patient comorbidities. Information from the field indicated the valve had been implanted for over 6.5 years and the valve was replaced with a smaller, 19mm, trifecta valve.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. The patient had become symptomatic and a high gradient was noted. The valve was explanted on (B)(6) 2018 due to a degenerated valve (calcification) and replaced with a 19 mm trifecta valve. Double coronary artery bypass was also performed during the same operation. The status of the patient is unknown.